Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 31 mmol/l. The customer also experienced vomiting, nausea and dizziness. Troubleshooting could not be conducted at the time of the call. It was reported that no insulin leaks were noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.